Manufacturer narrative:
Failure investigation on the returned cpu board found that the defective u1 on the cpu pcba prevented the ventilator to power on.

Manufacturer narrative:
The manufacturer¿s contact person address is (B)(4).

Event description:
The customer reported that the ventilator alarmed will not power on. The customer reported there was no patient involvement.